Event description:
It was reported that pump displayed a cartridge change error and caller was unable to complete cartridge load process. There was no adverse impact to the customer¿s blood glucose level. Caller was instructed to inspect cartridge o-ring and pneumatic tap area, clean pump, and attempt to reload cartridge, and when loading still failed, caller filled and loaded new cartridge with technical support assistance and successfully completed load process and resumed insulin delivery.